Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger tried to obtain further information but the contact person could not provide additional details. Hence, the ufr was the single source of information; the provided details only allow a general assessment and no case-specific evaluation. From the aspect that the patient experienced a temporary desaturation, it is concluded that the ventilation was at least interrupted but also may have stopped completely. Based on experience, the two most likely underlying scenarios would be that the device has either performed a reboot or has run out of energy completely. Triggering conditions for both scenarios can be multiple including component malfunction, infrastructure issues or use errors (or a combination of two or more factors). A differentiation is not possible due to lack of information. In either case the device will post an alarm to alert the user about the reboot or the shut down. The device was in operation for 4.5 years now, status of preventive maintenance is not known since the unit is not under a service contract. It is recommended to the hospital to have the device checked by trained service personnel and to evaluate the potential necessity of repair measures.

Event description:
It was reported that the ventilator suddenly exhibited a black screen during a running ventilation episode. The patient's oxygen saturation reportedly dropped slightly but quickly returned to normal after the users connected him to another device. No health consequences have resulted from the event, finally.